Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left external iliac artery. The physician attempted to predilate the lesion with the sterling monorail balloon catheter, however, the balloon was inflated once to 6atms for five seconds and ruptured. The procedure was successfully completed with a 4.0mm x 15mm spcb flextome. No patient complications were reported and the patient's status post-procedure was reported as "no problem".

Manufacturer narrative:
The device was disposed, therefore, a technical analysis could not be completed. A review of the manufacturing documentation for this batch found that the device met the material, assembly and product specifications. The most probable cause is operational context.